Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#serial#: (B)(6), implanted: on (B)(6) 2010, explanted: on (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(6), ubd: 02-aug-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (3000 mcg/ml at 181.7 mcg/day), unknown baclofen (946 mcg/ml at 57.29 mcg/day), and bupivacaine (15 mg/ml at 0.908 mg/day) via an implantable pump for non-malignant pain. It was reported that there was a return of pain within the past few months with no known environmental/external/patient factors to report. No known diagnostics/troubleshooting performed. Surgery was performed to explant the catheter on (B)(6) 2026 and the issue was resolved.